Event description:
Pressure tubing line broke at connection with vamp during patient use. No harm to patient. Manufacturer response for kit, pressure monitoring kit, truwave/vamp combination kit with 20" arm-mount reservoir. Manufacturer will be made aware by means of this medwatch. Device is available for evaluation purposes however there is a large amount of blood on device. Will retain for 90 days for manufacturer evaluation purposes.